Event description:
Anesthesiologist reported that the edwards lifesciences endoplege sinus catheter kit 9fr (3.0) x18.9" (48cm) was difficult to insert. Upon removal of catheter the doctor discovered that it was fractured and the balloon did not fully inflate.